Event description:
Patient underwent an intramedullary graft harvest with ria system through a retrograde femoral approach for implantation into an ipsilateral distal tibia fracture (tibia nonunion). Patient experienced decreased oxygen saturation and decreased blood pressure approximately 5-10 minutes after reaming. Patient was transferred to ICU post operatively and pe was ruled out. Patient was stabilized and discharged to the floor on post op day #2.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.